Event description:
Reporter alleged discrepant blood glucose values of 53 mg/dl back to back with a result of 166 mg/dl when testing was performed within 4 minutes apart on the advantage system. No action or treatment reported. A request was made for the return of the suspect device and replacement product was sent.